Event description:
It was reported by a neurologist that a vns pt had increase in seizures. Pt had been seizure free for the past 6 months but suffered a grandmal seizure on (B)(6) 2011 where he fell and hit his head to the tv. Paramedics were called but the pt was not taken to the emergency room. The pt had missed one does of medication, topamax, at night. Since then, pt has had several seizures, auras, been dazed/consufed, and couldn't talk or repeat words. Subsequently, pt was referred for prophylactic surgery which was completed on (B)(6) 2011. The explanted device was returned to the MFR on (B)(6) 2011 and it is undergoing product analysis.